Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine and unknown morphine via an implanted pump for non-malignant pain. It was reported the patient noticed recently that it takes longer and longer for it to connect their communicator (to the pump). It was noted when they first connect, the communicator was connected, and it searched for the pump, and then it stops at 90% and then it sits there. It could be 5-10 minutes. It was reported the patient knew it takes five minutes to deliver it (in reference to bolus duration), but 'I'm finding that my boluses are getting pushed out a little bit farther than my regular 4-hour interval, can be up to 4 hours and 45 minutes because of the time it takes to connect.¿ while on the call, the patient was already connected to the pump but reinitiated a connection to the pump. It was noted there was a telemetry delay at 90% and then saw 'myptm app is not responding,' so 'I have to tap wait,' but then the screen froze. The agent assisted the patient in closing the m yptm app and assisted the patient in removing the data. Prior to data clear, patient's data was 21.84 mb. Then, the patient confirmed they were able to successfully connect to their pump without issue and read an expected 10-minute lockout with 4 boluses left. It was reported the connection to the pump was very fast. The patient asked if clearing data was something they could routinely do themselves as needed. Patient would monitor and call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.